Event description:
It was reported that a malfunction occurred with the display showing malfunction code 9, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during the event. A reset of the pump was completed successfully, allowing the customer to resume insulin therapy, and customer technical support recommended consulting a healthcare provider to discuss what may be affecting blood glucose levels.